Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a colectomy end to side anastomosis, an anvil was inserted into the descending colon and did the purse-string suture. A shaft was inserted from the transverse colon and anastomosed. The user confirmed the green mark and firing, but the staple was not formed at all and just cut the tissue. U shape staples fell in patient's cavity and retrieved. The user was able to successfully anastomosis using the new device. The surgical time was extended by less than 30 min. Less than 200 cc of bleeding occurred as a result of the issue. The status of the patient is no problem.